Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Visual inspection observed the lid is misaligned and bent. The warranty seal is intact. Functional evaluation revealed the unit does not detect the coblation side of the wand, 0/6 is displayed when the wand is plugged in. Pressing the footpedal for coblation would activate the alarm. The unit was opened and found pins from a daughterboard not seated and bent, a inductor coil shield is also loose and moving. Reseating these pins resolves the detection issue and the unit functions as intended afterwords. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors which could have contributed to the reported event, include an impact event to the device inconsistent with normal use causing components to become lose inside the unit. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a tonsil and adenoids procedure, an alarm of the coblator ii controller was going off, then, later in the case it began to alarm again and they could not get it to stop. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.